Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, a denied response was received for medical records and no response was received for medical imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm. The aortic main body landed and deployed as expected however, a type ia endoleak was observed. A palmaz stent was placed at the level of the sealing rings which successfully resolved the intra-operative type ia endoleak. Additionally, during delivery and deployment of the iliac limbs it was noted that the limbs may have inadvertently been deployed outside the aortic main body leg on the contra side or one limb may have been deployed outside the aortic ''may'' body leg. Due to poor imaging and patient anatomy visibility could not definitively confirm which. A decision was made to implant an additional ovation ix limb; placed into the aortic main body contra leg and next to the existing in-dwelling limb. Post dilatation with a 12 x 4 mm non-endologix balloon was performed throughout both limbs. Final runs showed no presence of an endoleak of any type and adequate flow. The patient tolerated the procedure well however, developed cold legs related to complications which were reported as unrelated to the endologix device. Bilateral stenting in both common femoral arteries resolved the additional unrelated event.